Manufacturer narrative:
(B)(6) - intraocular lens. The lens was not returned for evaluation. At the time of the report, the lens remained implanted. Prior to release to market the intraocular lens met all manufacturing specifications. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Event description:
Reportedly, the patient experienced a capsular rupture and vitrectomy during the procedure. No complications were reported and the patient has no difficulties in normal everyday life. In addition, it was stated at the time of the report that the lens remained implanted in the patient's eye.